Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number is 882718. The expiration date was not provided. The field service/application specialist inspected the analyzer and identified crystalline deposits at the tip of the sample probe as the cause of the event. They replaced the probe, adjusted and fixed the reagent piston pump plunger and stoppers, and repaired a leakage in the sipper pump. They verified that the analyzer was again performing according to specifications. The investigation determined that a component failure (sample probe) caused the event. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable elecsys probnp ii result for 1 patient sample tested on a cobas e 801 analytical unit. On (B)(6) 2026, the initial result from the analyzer was 15487 pg/ml. On (B)(6) 2026, the repeated result from another e 801 analyzer was 35200 pg/ml. The qcs failed, prompting a rerun.